Event description:
It was reported that there were large air bubbles present in the infusion set tubing near the reservoir. The blood glucose reading was 69 mg/dl. The customer's mother stated that she was unable to troubleshoot at the time of the call. She was advised to have the customer change the infusion set, reservoir and insulin. The customer's mother called back another time, and upon troubleshooting, the air bubble anomaly did not persist after a complete set change. The caller was advised to monitor the device and call if the issue persisted. The insulin pump passed the high pressure test as well. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.